Event description:
It was reported that the asymptomatic patient presented in the clinic. Upon interrogation of the implantable cardioverter defibrillator, the device exhibited episodes of post-sensed t-wave oversensing. The device was reprogrammed and the patient would be seen for routine follow-up.